Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient being admitted to the hospital was unrelated to the device/therapy, but the pump issue was discovered while admitted. The cause of the unsuccessful catheter access procedure was that the catheter was no longer connected to the pump. The hcp was weaning the dose down to saline, then they will determine if they will explant due to the patient no longer needing the therapy. The event was not resolved.

Manufacturer narrative:
Additional information was also received on 2023-apr-28 and was included in this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8711 lot# serial# (B)(4) implanted: (B)(6) 2001 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4) ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer (con) via the company representative (rep) regarding a patient receiving fentanyl baclofen 2000 mcg/ml 987.2 mcg/day. The patient reported that they were admitted to hospital and upon CT imaging the radiologist referred patient back to pain management doctor to take closer look at the pump/catheter. For further analysis. The environmental/external/patient factors were not available at time. The healthcare provider was planning to have the patient wean down on medication over the next several weeks. He was suspecting that this patient may no longer need the pump and will determine after closely monitoring the patient during the weaning period. At that time, he will and did discuss already at bedside with family a moving forward plan. The healthcare provider performed a catheter access procedure which was unsuccessful. After further examination of the x-ray and following the catheter, it was noted that the catheter has broken off by evidence of seeing two different ends per doctor¿s remark in the soft tissue. The patient weight and medical history were asked but unknown at the time. The patient status is alive and no injury. The issue was not resolved. No symptoms were reported.